Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the patient was under the impression that having the MRI would invalidate her pump warranty. It was explained that the MRI would not affect her warranty in any way, the pump guidelines were reviewed. It was recommended that the health care professional contacts the manufacturer. The patient stated that all the baclofen that she is taking makes her 'woopsy.'

Manufacturer narrative:
The patient code (B)(4) was added regarding the previous reported information of internal hemorrhoids. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient developed a moderate sized granuloma at the tip of the catheter on the right hand side and had to be excised. The patient was diagnosed with it on (B)(6) 2016, but had symptoms before then. Initially, her managing healthcare provider (hcp) thought it was bone spurs or osteocytes. It was noted that the granuloma had caused bladder problems including two urinary tract infections. It was also stated that the patient had a pre-existing urinary incontinence condition before her implant. The patient went to a gi specialist who could not figure out the issue and sent the patient to a "super specialist" who did more testing. Additionally, her legs had gotten more problematic and were very weak. The patient's leg weakness and bowel issues (colitis) had been horrible and the patient would have to take a surgical glove covered with vaseline to open up her sphincter just to have a bowel movement. The patient additionally had abdominal pain and loud gurgling noises in the intestines. It was noted that the patient would not leave the house for long periods of time because of it. The bowel issues were noted to have started about four to five months ago. It was stated that they needed to find someone to turn off the pump for surgery and remove the pump and catheter after the granuloma was "dealt with". The patient was unsure when that would happen and would "have to work on it". It was noted they wanted to take her for surgery on (B)(6) 2016, but the patient was awaiting her daughter getting out of the hospital first and could not do the surgery yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that the patient saw a healthcare professional who tried to help her by tying off the internal hemorrhoids. The patient stated that did not help and her blocked bowel is very uncomfortable. The patient stated that she was taking these pills (vesicare- she took this once a day-10mg) for over active bladder because she must urinate about 6-8 times an hour. The patient stated that she was stuck a recluse and could not leave the house. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's pain pump was causing difficulty with urine incontinence, blocked bowel, horrible spasms and the baclofen caused ataxia. There had been a great deal of suffering. No further c complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6)2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(4)2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was receiving intrathecal unknown baclofen and morphine (concentrations and doses not provided). Physician's listings were requested as the patient did not have a healthcare provider (hcp). It was noted she had a strange growth hanging on the left side of the catheter that had to be removed and wanted the hcp to remove the growth as ¿big as her tiny finger tip and wanted it tested.¿ it was reported she had at one time been taking a baclofen tablet which caused ¿severe ataxia for her which was disorientation.¿ she filed a formal complaint of hcp. No further complications were reported/anticipated or expected.